Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting a hospitalization for diabetic ketoacidosis. The patient reported having erratic blood glucose levels from 20 mg/dl to hi on the meter (over 600 mg/dl). The patient indicated that the health care provider in charge of diabetes care was not contacted regarding the blood glucose yet. The patient reported being disconnected from the pump at that time. No further information was provided as the call was disconnected. Animas attempted to follow up with the patient but was unsuccessful. This report is made based on the allegation that the patient was hospitalized for diabetic ketoacidosis while using insulin pump therapy.